Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are getting shocking through the abdomen instead of getting stimulation in the hip or back area since a week after the implant. Patient stated they called the healthcare provider ofc over 2 weeks ago and they were supposed to get a hold of a mdt representative to come to the office and set him up on a different program but they have not heard from anyone. Patient mentioned he spoke with dr in fl who provided mdt number to call. Patient service reviewed reps role and recommend patient consult with hcp ofc again. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.